Event description:
It was reported that there was no image displayed and error e238 occurred on the bronchovideoscope. This occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the image sensor unit (disconnection, etc.) Due to usage stress, external factors, or handling, or by a malfunction of the electrical board components (ic chip, capacitor, etc.). The event can be detected/prevented by following the instructions for use which state: instructions evis lucera elite bronchovideoscope olympus bf-xp290/bf-p290/bf-q290/bf-h290/bf-1tq290 evis lucera elite bronchofibervideoscope olympus bf-mp290f operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system important information ¿ please read before use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the results of the investigation, a b30 communication error occurred; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.